Manufacturer narrative:
Additional info has been requested. The device history records (DHR) for the device was reviewed and there was no unusual findings related to the reported issue and the product was released according to company acceptable criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a pt with transient light sensitivity syndrome (tlss) at two week lasik post-op visit. At visit pt complained of light sensitivity. Additional info from reporter indicated pt's topical steroid dosage was increased. This report references the left eye. An additional report will be filed for the right eye. Additional info has been requested.